Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited impedance issues and increased threshold measurements due to insulation damage. A revision procedure was performed where the lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received that the right ventricular (rv) lead impedance had decreased from approximately 1000 ohms to the mid 600 ohms. The insulation damage noted at explant was on the proximal portion of the lead.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the entire lead was returned. Visual inspection not insulation abrasion which exposed the out coils at 48 cm from the terminal pin. The abrasion was noted to be smooth which analysis determined may have been caused by lead on lead contact where with silicone to silicone abrasion. A cut through in the insulation was also observed on the suture sleeve tied-down area, which was believed to be due to removal of a suture.